Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because there was a pin-sized hole in the pressure regulating balloon (prb). The existing prb and cuff were explanted and replaced with new components. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.